Event description:
It was reported that the s202c tip cover was discovered to be broken in the middle during the cleaning process. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the device has been received and the quality investigation has been completed.

Manufacturer narrative:
The reported event of the tip cover breaking was confirmed through visual inspection. Based on subject matter expert consultation cause for the tip cover breakings can be due to handling. The device was scrapped by the manufacturer.

Event description:
It was reported that the s202c tip cover was discovered to be broken in the middle during the cleaning process. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Based on a review of this device, the product is not reportable under FDA cfr part 803. This device, or similar device, is not manufactured, marketed, or distributed in the united states. No report needed to be filed.

Event description:
It was reported that the s202c tip cover was discovered to be broken in the middle during the cleaning process. There was no patient involvement, and there were no user injuries or adverse consequences.